Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic valve implanted in aortic position underwent surgery for a valve-in-valve (viv) procedure due to bioprosthesis degeneration leading to regurgitation after approximately 9 years of implant duration. The patient experienced short of breath, weakness and dizziness prior valve replacement. A 26mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted as to be recovering well and was discharged home.